Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that his insulin pump was losing power and the battery was visibly draining while he was wearing it. The insulin pump had a blank screen. The insulin pump alarmed failed battery test. The contacts on the battery cap were damaged. Customer's blood glucose level was not reported. The device was not returned.